Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6), returning the device for service. During service, the hose was found to be missing. It is unk if the device was used during surgery. It is unk if any injury or medical intervention occurred. There was no add'l info provided.